Event description:
Ibc from nurse to inform us that one of pt's ms3 pumps (sn (B)(4)) is malfunctioning. It will not read the battery - it keeps saying no battery event when the battery was replaced. Pt's other pump is working. Pt is unharmed. Replacement pump and returned box will be sent for delivery tomorrow. Dose or amount: unk, frequency continuous, route: sq. Dates of use: (B)(6) 2016 to present. Diagnosis or reason for use: pah.